Manufacturer narrative:
H6 additional investigation type code: 4110. Inspection: the articulating surface of the polyethylene insert showed machining marks and multidirectional scratches consistent with minimal wear. Both endplates had evidence of iatrogenic damage that most likely occurred during the removal process. Overall, the results of the stage I analysis are consistent with a device having a short implantation time. Provided x-ray images show that the lower plate on the inferior implant has migrated. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. The surgeon believes that the patient may have suffered a trauma outside of surgery. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a patient felt a feeling of electricity run through his neck and his arm fell to his side. A revision surgery was performed in which a mobi-c device was removed and replaced with a fusion cage. The surgeon found that there was a fractured piece of c7 bone under the inferior mobi-c plate and stated "it was not the implant that failed, it was the patient." However, review of the x-rays by the manufacturer identified that the inferior plate had migrated anteriorly.